Event description:
A report was received that the patient was explanted due to spinal meningitis. The patient's symptoms are redness at the incision site, high temperature, stiffness in the neck and headache. The patient was prescribed IV and oral antibiotics. The patient is doing better since the explant.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for further evaluations.